Event description:
Customer called lfs in 2002 alleging the ot profile meter was reading inaccurately low. Cust. Serv. Rep. Spoke to customer 17 days later and customer provided them with the following information. They stated that approximately one year ago they decreased their glucotrol by taking it 5 mg every other day from 5 mg/day. They decreased the meds because their readings were consistently in the 120's and 130's. They stated their doctor gave them the approval to decrease medication. They stated that as soon as they decreased the glucotrol they began having eye problems; they began to burn and hurt. Customer stated customer is now going to the doctor to check eyes every 6 months and has been diagnosed with glaucoma. Customer is basing the inaccurate low on the a1c test result of 6.5 that customer obtained a few weeks ago during a routine doctor's appointment. Customer stated that because customer decreased the medications when they shouldn't have, it may have caused their eye problems. Customer is requesting compensation for the issues that customer is now having with their eyes.